Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, surgeon noticed mark in the far periphery of the optic when the iol was being inserted. There was patient contact. The surgery was completed successfully with the lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
One opened company handpiece injector in a bag was returned for evaluation for the report of a mark in the far periphery of the optic when the intraocular lens (iol) was being inserted. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming with the plunger observed to be bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. Device/batch record review: a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Two photos attached to the parent complaint were reviewed by the investigation site. One photo shows the iol label, and the other photo shows the injector with product information visible. The reported issue was not confirmed from the photo review. The complaint evaluation confirms that the injector plunger is bent. The root cause for the non-conforming plunger height is unknown. How and when how the plunger became bent cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in june 2022. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. As part of handpiece preparation, users are advised to inspect the handpiece before each use for any damage. If the handpiece¿especially the plunger tip¿appears damaged, bent, or incapable of proper use, it must not be used and company contacted for support. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.